Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage), pericardial effusion led to cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was noted that patient presented with trivial pericardial effusion prior to implant which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient-device incompatibility could not be determined. The reported pericardial effusion led to cardiac tamponade could be related to patient conditions prior to implant. However, this cannot be confirmed. The reported intervention was under case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was selected for implant using a 14f amplatzer torqvue delivery system. Trivial pericardial effusion was present prior to procedure. The transseptal puncture was inferior/posterior side of mid. The patient's act was 268 and heparin was administered during procedure. No implant complications were reported; however, the device was partially recaptured twice. In the evening on the same day, pericardial effusion was observed. The dimensions of the pericardial effusion was reported as unknown; the cause of the pericardial effusion was reported as unknown. Cardiac tamponade was confirmed and pericardiocentesis was performed with 200-300cc's removed. The patient was reported to be in stable condition.